Event description:
Additional information received reported that the cause of the event was possible lead migration and high impedance on one electrode. A surgical lead revision was scheduled for (B)(6) 2012. An x-ray had been taken on (B)(6) 2012 but no film was present to evaluate. No reprogramming changes were made and there was no patient injury. A few days later it was reported that the patient still had concern regarding their device or therapy but they are working with their doctor or manufacture representative. The patient had an appointment scheduled for (B)(6) 2012.

Event description:
It was reported that a patient experienced a loss of therapeutic effect. Patient felt like programming settings had changed, due to different coverage from his four leads. Patient could still fell stimulation on his left side but not on his right. Patient described stimulation as lead 1 was lower left- upper left, lead 2 was lower left- upper left, lead 3 was upper left - lower right, and lead 4 was lower left. The patient first noticed a change 2-3 prior after playing with his grandkids and riding his lawn mower, but does not recall any falls that maybe have been associated with the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3888-45, lot# v851638, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v851638, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v851638, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# v851639, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).